Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a [type of procedure] procedure. It was reported that the x-ray tech came down the hall and was feeling electrical shocks up their arm. Technical services (ts) recommended not using the system until it was looked at. There was no patient present when this issue was identified. The imaging device was picking up static electricity when moving down the hall way due to the materials in the drive wheels. The system is working as intended.